Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 corrected: h6 impact code. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product will not be released by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that upon impacting the liner the surgeon noted it did not seat properly. The liner was removed and the surgeon checked that the screws were properly seated in cup. Surgeon noted that nothing was in the cup that would not allow the liner to engage correctly the surgeon attempted to seat the liner again; however, the liner would still not seat. The surgeon inspected the liner and noted it was damaged. A new liner was impacted into the cup without any issues. Attempts have been made and additional information on the reported event is unavailable at this time.